Manufacturer narrative:
Device eval of battery pack sn (B)(4) was completed. The reported problem (not powering up monitor) has been confirmed. Upon investigation battery pack was unable to recharge or power up a monitor. There was a loose bus bar on pads p1, p2, p3 and p4 of the battery cells. The cause for the failure was isolated to loose solder connections on the battery cells. The root cause for the loose bus bars could not be positively identified. No adverse event resulted form the defective battery.

Event description:
A zoll distributor returned battery pack sn (B)(4) to report that it would not power up a monitor.